Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: on (B)(6) 2018 a field service engineer (fse) followed-up over-the-phone with the customer and confirmed that the aia-900 instrument was generating 4083 d.lane-x home overrun error message. The fse instructed the customer to clean the pia board sensor, which resolved the issue. The aia-900 was functioning within specifications; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints for the aia-900, serial number (B)(4), was performed from 09-dec-2016 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 4083 d.lane-x home overrun cause: the home sensor s030, which is not supposed to be activated after the dispensing lane moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s030 and also check to see the cause of slipping, and so on, that occurs when pm030 moves to the limit side. The most probable cause of the reported event was due to a dirty pia board sensor (home sensor).

Event description:
On (B)(6) 2018 a customer reported receiving 4083 d.lane-x home overrun error message while running quality controls on the aia-900 instrument. The customer is unable to run, which caused a delay in reporting of patient results for estradiol (e2) and beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.